Manufacturer narrative:
H3/h6: the system was serviced in the field and the system froze 2-3 times even with a new ssd, so the computer needs replacing. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw 9735740, version: 2.1.0 g2: foreign country - switzerland h3/h6: the system was serviced in the field and the surgeon monitor had a failure. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system froze during surgery. The mouse, keyboard, and monitors would not respond. The surgeon was navigating the pakneedle when the issue happened. They rebooted the system and the surgery went through as expected. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
H3/h6: the software analysis was completed. The logs determined that while the user was in the navigation task, there were gpu crashes detected. A hard reboot of the system resolved the issue. There was enough information to suggest that a software anomaly occurred. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.